Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that the implantable pulse generator (ipg) lower rate was reprogrammed and subsequently "felt bad." The ipg was reprogrammed again and remains in use. No further patient complications have been reported as a result of this event.